Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not work. The hemopro device was plugged in and there was no power delivery for cauterization. The hemopro power supply setting was 2.5 per IFU recommendation. A replacement hemopro was connected to the same extension cable and power supply and the procedure was successfully completed. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection showed that the cold jaw boot had signs of burning on the serrated section of the jaw boot. Resistance measurements were within specification. The micro switch functioned properly. Results from the pre-cautery test, using a reference hemopro cable and power supply, showed that steam was generated from the saline moistened gauze during several device activations. The reported failure could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure model. (B)(4).